Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of black particles and caused the patient to have headaches. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of black particles and caused the patient to have headaches. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that no sign of contamination outside of the device. The internal investigation identified sign of contamination on the blower fan. There were no sign of sound abatement foam degradation in the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and could not confirm complaint or symptoms. The manufacturer observed contamination in the blower fan.